Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We have had an issue raised regarding the 300912 10ml plastipak syringe from our paediatric cancer and blood unt 27b. Issue: when opened from packet, condensation and residue found. Residue is sticky and appears to be oily/gel-like, and causing a slight increase in resistance and noise when aspirating. Original syringe from lot 3303142. Multiple syringes checked from same lot and same situation applied, differing levels of residue/condensation. Opened a new box to replace those from lot 3303142. Found same situation in this box - lot 320847. Expiry dates: 3303142- expiry 2028-09-30. 3208437 - expiry 2028-06-30. Could you please investigate this issue, there is concern with using these syringes and this vulnerable patient group. The impacted syringes are quarantined in the cn office for collection and review. Please also arrange for replacement stock or a refund for 27b. These are sourced via onelink, if a po is required 3802217 was created on the 4th july 2024.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified the initial aware date was reported incorrectly. Initial aware date is 14aug2024 when customer response was received. Additionally, details reported in section b5 were incorrect. B5 updated to reflect accurate event details. Device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2312079 and were found to be within specification. The samples underwent these same tests and was found to be within specified limits. A device history review was performed for reported lot 2312079, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Based on our investigation, a definitive root cause cannot be established at this time. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Correction: additional samples returned that had not been reported to bd. Upon follow up with customer, customer say 60ml also has the same issue. Per customer email 14aug2024: the 60ml syringe was also found to have the same issue as the 10ml. To my assessment it appears there is too much lubricant in the syringe and on the plunger. In the initial faulty product ticket I received ward 27b only identified the 10ml syringe as an issue. When I collected the syringes they also gave me the 60ml which was easier to see the issue as the syringe is larger. I included it in the return as it demonstrates the issue 27b were trying to identify.